Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient was found to have a sustained arrhythmia, and the patient's implantable cardioverter defibrillator was found to have delayed therapy due to the programmed device settings. No intervention was reported. The patient was reported to be stable.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported event of high voltage output anomaly and inappropriate therapy could not be confirmed. The device image was reviewed by tech services and the device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. No additional patient consequences were reported.

Event description:
New information received notes that corrective programming changes were made, no patient symptoms were noted, and weight was unknown.